Manufacturer narrative:
The insulin pump passed the displacement test, rewind, prime test, basic occlusion test and occlusion test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that when he is filling the tubing on his insulin pump, the piston hits the reservoir and insulin starts shooting out, but numbers don't appear on the screen. Customer cannot exit the process. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was unknown. Nothing further reported.